Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument jaws failed to unclamp, and the tissue was stuck. The customer used the instrument release kit (irk) to release the jaws. The procedure was completed with no reported injury with a backup instrument. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use with no issue. The surgeon was performing intestinal resection when the issue occurred. The issue did not occur after a system fault. The jaws were clamping on rectum tissue. There was no adverse effect to the grasped tissue. The instrument release kit (irk) successfully open the jaws and release the tissue. There was no unexpected tissue removal. The patient did not experience unexpected bleeding and did not need a blood transfusion. After the procedure, the fenestrated bipolar forceps instrument was inspected with no damage noticed. No fragments fell from the device while used within the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no cable damage or misalignment of grips was observed. The fenestrated bipolar forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The grip bumper test passed. No use of the emergency wrench was needed as experienced at the customer site. Additional observation not reported by the site was also identified: the fenestrated bipolar forceps instrument was found to have a broken bipolar yaw pulley. Broken piece was missing as a result of breakage. The size of the missing piece was approximately 0.03¿ x 0.03¿. Failure analysis found the additional failure of broken bipolar yaw pulley to not be related to the customer reported complaint. The root cause of this failure was typically attributed to mishandling or misuse, such as excess force applied to the distal end of the instrument during handling, insertion, usage (overloading), or removal. No image or video was available for review. A review of the device logs for the fenestrated bipolar forceps (part number 471205-17/ lot/serial number (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(4) 2022 via system serial# (B)(4). The alleged instrument had 1 use remaining after this last usage. This complaint is considered a reportable malfunction event due to the following conclusion: failure analysis found that the instrument damage could result in a fragment fall inside the patient, which was attributed to user mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.